Event description:
It was reported that a female patient (approximately (B)(6)) underwent a paroxysmal atrial fibrillation (afib) ablation procedure with two (2) thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis. A pericardial effusion was seen during the procedure via soundstar catheter. The procedure was aborted and the physician performed a pericardiocentesis at the time of the call. The physician believes the effusion occurred when he was attempting to get out the coronary sinus (cs). He was running into a eustachian valve and was having troubles. He first attempted with the bwi cs but then finally got out with his ij split 14 pole catheter. A pericardiocentesis was performed on the patient and then they were sent to the ICU. It was also reported that electrogram noise/saturation displayed on both the carto 3 and recording system ECG signals. The ablation cable was replaced without resolution. The catheter was replaced and the issue resolved. The carto 3 system is operating per specs and is not responsible for the product issue. It is unknown if the patient required extended hospitalization because of the adverse event, they were sent to the intensive care unit (ICU) for further evaluation. A transseptal puncture performed but we believe that we slipped through a patent foramen ovale (pfo). No ablation was performed. The event was noticed during the mapping of the left atrium (la). Pressures dropped and he investigated with ice and uncovered the effusion. It is believed to have happened before mapping though. Irrigation was set to low flow of 2ml the entire time. The correct catheter settings were selected on the generator and the pump switching from low to high was n/a as no ablation was performed. No errors were observed. All systems were functioning properly. Force visualization features used were graph, dashboard & vector. Noise was observed on all ECG including the anesthesia cart and carto/recording system. The medical team could slightly make out the qrs on the recording system but it would come and go for a couple minutes while the issue was isolated. The ablation catheter was the cause of the noise and it was noticed as the catheter was going up into the patient¿s heart. Conservatively the thermocool® smart touch® sf bi-directional navigation catheter was in the cs. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. This report is for the 2nd of 2 thermocool® smart touch® sf bi-directional navigation catheters. This is to report the adverse event. The first catheter with its noise/signal issues was reported in manufacturer reporter number 2029046-2022-00807.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 2-may-2022, the product investigation was completed. It was reported that a female patient (approximately 70 years old) underwent a paroxysmal atrial fibrillation (afib) ablation procedure with two (2) thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis. Device evaluation details: visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30721353l number, and no internal action was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)